Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-03530. (B)(4) study. It was reported that myocardial infarction occurred and the patient expired. In (B)(6) 2013 identified the presented with unstable angina (braunwald classification- ib). The patient was found to have abnormal stress test or imaging stress test indicating ischemia prior to procedure. Subsequently the subject was referred for emergent cardiac catheterization. The index procedure was performed the same day. Target lesion #1 was located in the mid left anterior descending artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm synergy¿ stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal left anterior descending artery with 70% stenosis and was 5 mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 8 mm synergy stent and 2.50 x 12 mm bare metal stent (non-study device). Following post-dilatation, residual stenosis was 0%. The following dy, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2016 the subject presented to the hospital with shortness of breath and mild productive cough. Cardiac enzyme was noted to be elevated, consistent with protocol and universal definition of spontaneous myocardial infarction. Electrocardiogram revealed sinus tachycardia with short pulse rate and left bundle-branch block pattern. Chest x-ray revealed patchy bilateral infiltrates particularly in the left upper and left lower lobes concerning for pneumonia. Complete blood count confirmed pancytopenia, leucopenia and thrombocytopenia. During his course of hospitalization, the plan was made to provide platelet and blood transfusion to the patient and unfortunately right as the resuscitative efforts were being employed, the subject had abrupt onset of a pulseless electrical activity with cardiac arrest. Advanced cardiac life support algorithms were performed in the emergency department but patient never had any evidence of perfusion, i.e. The subject stayed in pulseless electrical activity the entire time. One thousand three hundred and twenty three (1323) days post index procedure, the subject expired due to ¿myocardial infarction¿. Autopsy was not performed.